Event description:
It was reported that three weeks post-op, the pt experienced a bone infection and the bone anchor was removed. The pt received IV antibiotics for the infection. The pt is recovering. The product was destroyed at the facility.